Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. According to the inspection results of services business center it was confirmed that the following phenomenon occurred in the subject device. Based on the results of the investigation, the root cause could not be determined of the scope communication error. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus suction issue with the xenon light source. The olympus technical assistance center (tac), per report, explained to the customer that the suction issue had nothing to do with the right source. The customer then asked about the b30 issue. There was no patient involvement or harm associated with this reported event.

Manufacturer narrative:
The device was not returned for evaluation. The olympus technical assistance center (tac) communication with the customer explained the causes of b30 and recommended the maj-2087 cleaning kit (suction kit) to clean the light source. The follow-up report with the customer noted that the reported issue was resolved. No further information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.